Manufacturer narrative:
The insulin pump was received with unexpected error alarm after battery change and high idle current due to faulty interface board. The pump passed displacement test and self-test. No unexpected external ram crc error alarm noted during testing. No cosmetic damage was noted. No blank display was noted during testing. (B)(4).

Event description:
The customer reported via phone call of unexpected restart from the insulin pump. The customer's blood glucose reading was 248 mg/dl. The customer stated that she is unable to do anything because the pump goes blank. The customer also found external crc ram error in the alarm history. The customer stated that the alarm occurred 3 times. Customer will return the pump for analysis.